Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 54 mg/dl, and the meter bg reading over 600 mg/dl, with ketones (size was unknown). Customer went to the emergency room (ER) and was subsequently admitted to the hospital. Customer was treated with intravenous fluids and zofran and released from the hospital on 2/8/26 with the issue resolved and no permanent damage. Reportedly, the customer took medications that were known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.